Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 8:00 pm, she had no readings and getting "wait 3 hours" error message. When the readings came back after about an hour and a half, the cgm was inaccurate. Dexcom cgm was reading 57 mg/dl and the bg was 48 mg/dl. The patient was vomiting all night but she didn't take any medications to treat her cgm reading when it was at 57mg/dl and bg at 48mg/dl. Then the next day (B)(6) 2026 when the patient woke up, she was no longer getting a reading since the dexcom sensor had fallen off. She was vomiting, felt thirsty, dizzy and nauseous. She didn't take any medications or treatment. The husband drove her to the hospital and arrived at 10 am at the emergency room and patient reported that by the time she got to the emergency room the bg increased from 48 mg/dl to 488 mg/dl. The nurse took a bg reading which was 488 mg/dl while no dexcom cgm reading since it fell off. The doctor treated her with saline (IV), compazine to treat her nausea and vomiting, and insulin (IV). After taking a medication, the bg decreased to 277 mg/dl. The patient was discharged and stayed at the hospital for less than 24 hours and was not admitted. At the time of the report, she was still feeling nauseous and will receive ongoing treatment: basaglar as her long-acting insulin, novalog as her fast-acting insulin and metformin. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2026. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. The allegation and probable cause could not be determined. No additional patient or event information is available.